Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that reservoir had air bubbles. The customer¿s blood glucose level was 241 mg/dl at the time of incident. Approximate size of air bubbles is good size bubble during therapy. Troubleshooting was performed. The reservoir will not be returned for analysis.